Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include adhesive sensitivity. No lot/serial number has been provided; therefore a review is not possible. A complaint history review found no further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. Instructions for use contain recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment with renasys touch used as incisional management after the patient had a spinal surgery. Renasys transparent film left in place for 12 days and then removed with no adhesive remover. New transparent film applied and then blistering noted by nurse at next dressing change at one point around peri-wound. No size of fluid filled blister given. Patient has had previous issues with adhesive sensitivity to plasters/dressings in the past. The initial dressing was applied at waitemata dhb so details of dressing pack and serial numbers will be unavailable. Also unknown if any skin prep applied prior to application. Treatment was continued by changing to a pico dressing with silicone base.